Manufacturer narrative:
The insulin pump was monitored for blank display anomalies, no blank display noted. The insulin pump powered up properly after battery installation. The operating currents are within specification. No low battery alarms or off no power alarms were noted. No damage on the lcd isolation tape noted. The insulin pump has minor scratched lcd window and shifted end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump had a off no power without low battery indicator. Customer's blood glucose was 162 mg/dl. The customer stated that she was unable to see anything on the screen. Customer was advised that the devise would be replaced and agreed to return the product for analysis. The customer was advised to continue to wear the device until replacement arrives.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.